Manufacturer narrative:
One device was received for evaluation. The device had not been serviced in the past twelve months. Functional and visual tests were performed, and the customer problem was confirmed as the device showed error code 46446 on the main menu. The cause of the problem was unknown. The error code will be deleted to solve the problem.

Event description:
It was reported that the device exhibited a red error code 46446 when switched on for the first time. Per reporter, the steripolar warehouse had eight brand new, never switched on pumps that gave the same alarm, when switched on for the very first time. There was no patient involvement.